Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead dislodged and resulted multiple inappropriate therapies. Lead repositioning was attempted, however it was unsuccessful. Hence, the lead was explanted.